Manufacturer narrative:
The used device has not been analyzed yet since the actual product has not been arrived at oita works. However, we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer". We decided to report this incident since we consider blood leak from the arterial header is an incident which might cause serious injury to the patient.

Event description:
On (B)(6), 2018, the patient was given the treatment with hemodialysis (hd) using rexeed-25s. At 12:15 pm, the treatment was started. The patient was very restless and had shortness of breath from the beginning of his treatment. Despite his restlessness, his catheter was running without any problem and machine was not frequently alarming. At 13:56 pm, the patient requested to get out of his bed and transfer to the dialysis chair so the nurse disconnected the patient from the dialysis system and put the system into recirculation. At 14:05 pm, the machine alarmed due to high venous pressure, the nurse pressed the reset key to restart the machine. Upon the blood pump starting, the nurse heard a crack and blood started pouring out of the top of the dialyzer. The treatment was stopped and the patient continued treatment with new primed dialyzer without incident. Patient condition was stable.